Event description:
The manufacturer received information alleging a bipap a40 system silver ventilator inoperative condition occurred while in patient use. There was no harm or injury reported and a nurse performed a check and confirmed that airflow was being delivered properly while the alarm was occurring. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Error code e-96 was recorded in the event log. The device's main pca was replaced to address the issue. In addition, a life smell was confirmed on the following parts and were replaced: blower, outlet flow path.